Event description:
Additional information received indicated that the pump was explanted due to "ongoing incorrect dosing syndromes" and was sent back for return.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified the outer shield was expanded however it did not affect the performance of the pump in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in response to a request for follow-up. It was reported that the specific symptoms the patient experienced related to the reported "incorrect dosing syndromes" were: increasing pain with headache, nausea, vomiting, fatigue, tachycardia, sensation of cold. It was indicated that the symptoms decreased after pump replacement "with fluctuating status."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that the drug in the pump was the same as before the pump replacement (morphine 5 mg/ml at a dose of 1.2996 mg/day). The reason for the pump replacement was normal battery depletion. The first symptoms associated with the increased therapy effect began on (B)(6) 2019, six days after implant of the new pump. It was clarified that aspiration on (B)(6) 2019 showed 20 ml in the pump instead of 18 ml, which was the first refill after implant of the new pump. It was indicated that no pocket fill or programming error occurred. It was noted that the symptoms with the new pump had decreased after increasing the flow but hadn't disappeared since. At the time of the report they were reducing the flow of the new pump step by step which seemed to reduce the symptoms. It was stated that the pump with the "assuming malfunction" was still in use and was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported that after a pump replacement the dose needed to be reduced due to increased therapy effect. Analysis of the catheter with contrast agent revealed no abnormalities. Aspiration of drug during refill showed 13 ml instead of 16 ml (calculate reservoir volume). The dose had to be set to 50% of the previously programmed dose and was now being increased by 10% every 2 days in order to adjust the therapy effect the best. No further complications were reported.